Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed the rem function test, where in the rem signal remained green when it should not. Also, a red audible alarm occurred at 143ohm.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. This generator was obsolete and is no longer supported. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. The customer reported the device failed the return electrode monitoring (rem) function test, a red audible alarm occurred at 143ohm. The reported condition was confirmed. The investigation found the calibration values to be out of specification. The investigation isolated the failure to the calibration, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The condition of the product was addressed by carrying out a full calibration including the auto-bipolar sequence. If information is provided in the future, a supplemental report will be issued.